Manufacturer narrative:
Concomitant medical products: 694765, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had oversensing on stored electrograms (egm) and the right atrial (ra) lead had undersensing on stored electrograms (egm). The leads remains in use. No patient complications have been reported as a result of this event.